Manufacturer narrative:
Device evaluation summary: the service engineer (se) evaluated the device, the ventilator logs were reviewed by the service engineer (se) who reported that the ventilator generated a background alert and entered into backup ventilation. The se replaced the exhalation valve assembly. The ventilator passed all testing per manufacturing specification and was returned to the customer. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator went ¿ventilator inoperative¿. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.